Manufacturer narrative:
D4 UDI(B)(4). E1 phone number (B)(6) investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in israel, regarding an implant of a 26mm sapien 3 ultra resilia valve in aortic position by right transfemoral approach. During the procedure, after the valve fully deployment with nominal volume, a second inflation was performed with the same volume (double tap technique), however, the 26mm commander delivery system balloon ruptured. No additional volume was added, and the valve had been fully deployed when the balloon ruptured. An attempted to withdraw the delivery system into the 14f esheath plus but was unsuccessful. A snare was used through the contralateral access to crimp the balloon, and the delivery system was able to be withdrawn through the sheath. The patient did not suffer any injury and was in a stable condition.